Manufacturer narrative:
Continuation product ID (B)(4) serial# (B)(4): product type recharger product ID (B)(4) serial# (B)(4): product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that both changes in activity and the charge to the device led to the ins not holding a charge and taking too long to charge. The replacement of the desktop charger resolved taking too long to charge and the recharger not holding a charge, however, the ins was still not holding a charge, but the battery charged in their buttocks. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the stimulator battery was not holding a charge. The patient stated they were referring to the implanted device and they kept the recharger plugged in all of the time. Later on the patient mentioned that the recharger would not hold a charge. The patient stated they had been charging their ins for about 2 hours and it was only 1/4 full. The patient stated they may not see it get above 1/2 full and the next day the battery was down to 1/4 to no charge left. The patient stated they got all 8 coupling bars filled and had been charging for an hour and a half. The patient stated it usually took hardly any time to charge the device. The patient confirmed they had 8 coupling bars and the 1/2 section of the ins battery was flashing on the recharger screen. Later on the patient mentions that the 3/4 section of the ins battery level flashed. They stated that the ins seemed to progress during the call. They stated previously they hardly ever had to charge device. The patient stated that they had recently lost weight (unrelated) and it was easy for them to feel the implant now. It was further reported that the connector pin seemed a little loose and was bent. No symptoms were reported. No further complications were reported or anticipated.